Event description:
Medtronic received information that one day post implant of this transcatheter bioprosthetic aortic valve, this patient developed a left bundle branch block (lbbb). The patient was monitored and temporary pacing wires remained in patient. The electrophysiologist advised the patient to be discharged with an event monitor, however, an event monitor was not in place for discharge, so the patient remained hospitalized another day until an event monitor could be obtained. No adverse patient effects were reported. Additional information received indicated that approximately 4 years and 1 month following the valve implant, the left bundle branch block (lbbb) was not identified on an electrocardiogram (ECG). The event was reported as related to the procedure. The event also now reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID {{enveor-l-c}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.